Event description:
It was reported that the battery had leaked causing the processor to melt. There was no allegation of injury associated with the complaint. The patient was informed to discontinue use of the battery and it was exchanged. It's been requested that the battery be returned for evaluation, however, has not been returned as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): the implanted device remains.